Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, following valve deployment, there was paravalvular leak and central leak; the latter was attributed to a non-functioning leaflet. The paravalvular leak resolved with post dilatation of the valve; however, the central leak required implantation of a second sapien valve. Per the case summary, the first valve was prepped and deployed in usual fashion. The patient had mild to moderate aortic insufficiency prior to the procedure by tee. Post deployment there was moderate paravalvular leak but the patient was stable from already having aortic insufficiency. The team discussed whether to post dilate with same volume in delivery system, post dilate with 1 extra cc or not do post dilate at all. After several minutes it was decided to post dilate with an added cc of volume to the retroflex 3 delivery system. After post dilating paravalvular leak was noted to be trace, however there was significant central aortic insufficiency from a nonfunctioning leaflet. A pigtail catheter was used to try and see if it was a stuck leaflet. The patient remained stable throughout the procedure. A second valve was prepared and deployed resulting in no to trace aortic insufficiency. Additional case and patient details were requested, however to date, no additional information has been received .

Manufacturer narrative:
The device history record (DHR) review for the affected valve was performed and all manufacturers' specifications were met prior to release for distribution. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve to aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the information received, the valve was deployed as recommended. It is possible a combination of patient and procedural factors caused or contributed to this event. Additional information has been requested, however, to date, it has not been provided. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.